Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: prof was performing a lap chole. She used 2x pediports. Both of the fixing mechanisms was seen to break, they "snapped" and were described as "floating". They immediately removed both ports and upon inspection noted that two small pieces of the fixing material were missing. The surgeon looked in the patient's abdomen, and removed one of the missing pieces. The other smaller piece was not found and is believed to still be in the patient. The broken pediports were disposed. 7." What is the current status of the patient? 8. Was the device reprocessed or re-sterilized prior to use?